Event description:
It was reported by a customer on (B)(6) 2011, a message "clean tip/excessive fiber usage" was received from the laser sys at 139,692 joules. Per the customer, the physician kept cleaning the fiber tip but the message kept flashing. No pt injury was reported.